Event description:
It was reported that the patient went to the hospital when the device was at elective replacement indicator (eri) with an alarmed activation. There was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the hospital when the device was at elective replacement indicator (eri) with an alarmed activation. There was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the patient went to the hospital when the device was at elective replacement indicator (eri) and alarm was activated. There was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012, device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows minimum battery equal to 2.632 to 2.618 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012, device rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows minimum battery equal to 2.632 to 2.618 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. The device was returned and analyzed. The device was returned and analysis revealed normal battery depletion.